Event description:
Event: number 4 pull wire broke. Event details: when the number 4 pull ring was pulled it appeared that the wire was absent. The device was dismantled and the incision was extented. It was noted that the ipsi hooks were in a closed state. A crossover balloon was utilized to deploy the ipsilateral hooks. The graft was successfully implanted.